Manufacturer narrative:
The suspect medical device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. No lot number was provided; thus, the device history record could not be reviewed and a search of the complaint database could not be performed.

Event description:
Medwatch report was received from the FDA stating: with surgeon's insertion of an aspira catheter, the complexity of the system caused a retained stylet. Patient with lung cancer and malignant effusions requiring a chest catheter.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that due to the complexity of the aspira catheter system, insertion of the device caused a retained stylet. The patient did not sustain any injuries due to the retained stylet. The stylet was removed from the patient.